Event description:
Patient received amalgam filling in 2001. No health problems existed prior to receiving filling. Within a matter of months, patient had following health changes: excessive sweating, passing golf-ball size clots during menstrual cycle, lump appeared on lower back. Patient visited general doctor may, 2002 regarding health changes. Diagnosed as going through "hormonal changes." Lump was diagnosed as a calcium deposit. Within 2 months, patient began having dizzy spells and ringing in ears, extreme fatigue and insomnia. Patient visited gynecologist in july 2002 and diagnosed with depression; given zoloft & ambien. Patient had intolerance to both medications; feelings of anxiety attacks & shaking from zoloft. Ambien caused hallucinations at night before falling asleep. Patient stopped taking both prescriptions. Over the next several months, patient developed high sensitivity to light and also chemical smells; exhaust, perfumes, paints, household cleaning products. October 2004, patient visited family doctor for visual disturbances. Patient would see "squiggly lines" in vision or black spots lasting for approx 20-30 minutes, then immediately have severe migraine. Doctor prescribed MRI. Neurologists reading of MRI determined "sinusitus" and prescribed antibiotic. Currently, patient still has all above symptoms, including allergies and "brain fog."